Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.

Event description:
Affiliate reported that the evd became disconnected at the closest stop cock to the patient. This was first noticed after the pt had been moved, however, the nurses insist there was no strain put on the evd at this time and the reason for the disconnection is unexplained. Add'l info explained that the affected area of the drain was taped up so there was no leakage. The pt suffered air getting into his ventricles but suffered no symptoms from this and had no impact on his treatment.